Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was fail to high pressure test and displacement verification test. Insulin pump also had no delivery alarms after troubleshooting insulin exited and again alarmed no delivery. Customer had high blood glucose of 545 mg/dl. Drive support did not appear damage. The insulin pump will be returned for analysis.